Event description:
It was reported that during a cystectomy procedure, the device cut, but the staples had not formed in the tissue. Another like device was used to complete the case. There were no adverse consequences to the pt.